Event description:
It was state that, "long prolift inserter tip fractured after acge was implanted and surgeon was attempting to disengage the inserter. The broken piece of the tip was sucked into the neptume and confirm to be there and not in the patient by the nurse."

Manufacturer narrative:
Based on the returned device, it is likely that there was an applied force on the distal tang while disengaging the installer from the implant that exceeded the mechanical properties of the distal tip. There may have been an angle within the working space that necessitated the need for torsional force or excessive rocking to remove the installer from the implant after final placement, which could have resulted in an excessive stress load experienced on the installer's distal tang. It is also possible that the distal tangs were not fully splayed prior to instrument removal which would cause material interference and prevent the installer from easily releasing off the implant.